Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. What confirmation was received that the device was fully fired? The handle was squeezed, the plastic ¿crunch¿ was heard. 2. Did the device staple? No. 3. Were there any staples missing from the staple line? Yes. 4. What was the shape of the staples (b-formation, irregular, legs straight)? No. 5. Were the staples deployed into the tissue? No. 6. Were the staples seen in the surgical field? No. 7. Did the device cut? Yes. 8. Was the cut line fully circumferential around the target tissue? Yes. 9. If the device fully cut, were both tissue donuts present? Yes. 10. If the device fully cut, were both donuts complete? No. 11. How many counter-clockwise revolutions were used to open the device? 2. 12. How was it confirmed that the anvil was free from the tissue prior to removing? The device was rocked back and forth, as per ethicon rep instructions. 13. After firing was the adjusting knob turned ½ to ¾ revolutions? Unknown. 14. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. 15. Who fired the device? The surgeon. 16. Who removed the device? The surgeon. 17. Was the safety reset prior to removal? Yes. 18. What was the users experience with the device? Undesirable.

Event description:
It was reported that during a proctectomy, after stapler was fired, the anastomosis opened, as the stapler was not fired at all. The anastomosis was hand sewn closed. It is unknown if there were any adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2020. Additional information received: see attached user facility mw # 4600040000-2020-8007 - attachment: [(B)(4) (1).pdf].

Manufacturer narrative:
(B)(4). Date sent: 05/18/2020. D4: batch # t5ef7z. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.